Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's husband reported via phone call that they had issues controlling her blood glucose level. The insulin pump reset the time and maximum bolus. The customer woke up with a very high blood glucose level and the insulin pump was suspended. She also experienced very low blood glucose levels. Customer's blood glucose level was 436 mg/dl. Later that day her blood glucose level dropped to 25 mg/dl and went up to 332 mg/dl. The customer was dosing off while speaking to her husband. She treated her blood glucose level with a bolus. Air bubbles were present in the infusion set. Bubbles were also about an inch and a half from the reservoir. The self-test passed. In the alarm history low reservoir and no delivery alarms were found. The device was not returned.